Event description:
The customer reported the device has electrical issue. No patient involvement or user harm reported.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 24sep2018. (B)(4). The replacement of u53 (lot code: pdi 0810 c) corrected the failure with this customer returned cpu pcba. The dried contamination did not cause any functional failures with this returned cpu pcba(printed circuit board).